Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) interface cable. The cable was replaced which resolved the issue. The replaced cable was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that there was an observed image framerate error when trying to acquire images. No patient was present during the time of the reported incident.